Event description:
Patient received a vibratory alert for hv lead impedance less than 10 ohms and another alert for greater than 200 ohms. The out of range measurement greater than 200 ohms was displayed on the trend but the less than 10 ohm measurement was not. Physician did pocket manipulation and isometrics but no noise could be seen. The device was later explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported impedance anomaly was confirmed in the laboratory. X-ray analysis found a fractured case wire inside the ICD can. The disconnection of this wire could cause the alert messages for out of range hv lead impedance.